Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered crack on video connector socket and minor scratch on the front panel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, video connectors were broken and cannot be connected. There was damage to the video connector socket on the visera 4k uhd camera control unit. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a crack on the video connector socket. The specific root cause of the crack on the video connector socket could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿chapter 5 inspection 5.3 connection of a camera head 2 confirm that the electrical contacts inside the video connector socket of the camera control unit are not damaged.¿ olympus will continue to monitor field performance for this device.